Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the lungs of a patient during a bronchoscopy procedure with stent placement on an unknown date. According to the complainant, during the procedure, the physician positioned the device in the target lesion and twice instructed the nurse to deploy the stent. Subsequently, the nurse pulled the deployment suture with an excessive amount of force. This caused the stent catheter to bow and immediately pull out of the patient. The stent then deployed on the patient's forehead. It was also reported that the deployment suture appeared "frayed". The procedure was completed with a different device without any complications. The patient is reported to be doing fine.

Manufacturer narrative:
Although the exact event date was not provided, the event was reported to have occurred approximately two weeks prior to (B)(6) 2013. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) for the reported issue of stent prematurely deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.